Manufacturer narrative:
The device was returned to the manufacturer service center, where the report of uninitiated insufflation could not be reproduced. The service center is currently in contact with user facility to clarify further steps.

Event description:
It was reported that the device insufflated air without initiation by the physician during a case. According to the report, there was no injury or other adverse health consequence to the patient.